Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 45 mg/dl. Customer's current blood glucose value: 108 mg/dl . Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The customer had shaking, sweating, hard to concentrate, fatigue symptom due to low blood glucose values. The customer did not allege that the insulin pump was over delivering insulin. The customer was treated with food for low blood glucose values. The customer was sick and was on antibiotic "leviquin". Troubleshooting was performed for low blood glucose levels. The device is not expected to be returned for analysis.